Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor exhibited noise oversensing. No intervention was performed. Patient status was not reported.

Event description:
New information received notes that the patient was stable.